Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a blackout and error e216 during service maintenance involving an olympus laparoscope. No patient injury was reported.